Manufacturer narrative:
Adapter stuck into implant and couldn`t be removed. Another implant was not placecd.the high torques applied led to overloading and jamming of the adapter in the implant.dentist should have consulted instruction for use to prevent this from happen.

Event description:
Adapter stuck into implant and couldn`t be removed. Another implant was not placed.